Event description:
On (B)(6) 2011, the MFR's consultant reported that the vns physician's handheld computer would not go past the set time/continue screen. The handheld would not respond to taps on the screen. A hard reset was attempted, but the issue did not resolve. Troubleshooting was performed with the MFR's clinical technical support, which included multiple hard resets, however the issue did not resolve. The screen would not go past the align screen prompt page. Prior to this experience, the physician stated that no other problems had been noticed with the handheld. The handheld and flashcard were returned to the MFR, and product analysis was completed on (B)(4) 2011. During the analysis of the handheld, it was identified that the touch screen display was defective. The cause for the display anomaly was associated with a resistance value being higher than expected in the touch screen circuitry. Since the touch screen display uses resistance values to determine the coordinates of a screen tap, the add'l resistance associated with pin 4 caused the display to interpret the screen taps incorrectly. Once the flex cable was pressed on the touch screen display, the resistance values returned to their normal range and no further anomalies were identified during the analysis. Analysis on the flashcard software and database revealed no anomalies. The software performed according to functional specs in the product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.